Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Investigation did not show product issues. Therefore, a systemic issue is not suspected. Sample was not requested, as the evidence suggests that, if a true positive result was generated, the sample has a low titer, near the lod for the test. Near the lod, sample results can waiver between positive and negative. (B)(6).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples when testing with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #57 generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s sample was rerun analyzed again on the cobas liat system (s/n (B)(4)) and a different cobas liat system (s/n unknown) both generated sars-cov-2 negative, influenza a negative, influenza b negative results. On (B)(6) 2021 run #68 identified a sars-cov-2 positive, influenza a negative, influenza b negative result for a 2nd patient¿s sample. The patient¿s sample was rerun analyzed again on the cobas liat system (s/n (B)(4)) and a different cobas liat system (s/n unknown) both generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using nasal swab and copan's universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.